Manufacturer narrative:
The instrument has been returned to isi for failure analysis investigation; however, the evaluation has not yet been completed therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once the evaluation has been completed or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist one vessel sealer instrument allegedly did not seal the patient's tissue. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instrument failed. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument. On (B)(6) 2016, intuitive surgical inc., (isi) contacted the clinical sales representative (csr) who initially reported the complaint and obtained the following additional information: according to the csr, the instrument had no energy. The instrument would cut however, there was no energy. The seal function was working, then it stopped. There was no change on the generator and no faults were observed. There were times when the seal function lasted longer than 30 seconds. No tissue effect was observed when the jaws were fully closed. The bipolar mode seemed to work however, not the seal mode. The targeted tissue was a tissue bundle and the vessels were less than 7mm in diameter. The surgeon opened a second endowrist one vessel sealer instrument to complete the procedure. There was no injury/harm to the patient as result of this incident.

Manufacturer narrative:
The vessel sealer instrument was returned and evaluated. Failure analysis did not confirm the customer reported complaint of no energy. The instrument passed the electrical continuity test, the self-test, energy activation, and grip force tests. An electrode gap inspection was tested as an additional functional check and the test passed.